Event description:
A customer reported to baxter (B)(4) a clearlink buretrol administration set in which the spike bent when spiking a bottle. According to the report, the spike bent and the facility was unable to spike the container. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a damaged spike. The reported condition was confirmed. The root cause was not determined.